Event description:
It was reported that an inflatable penile prosthesis (ipp) pump was replaced due to inflation and deflation issues caused by the pump migrating in the scrotum. When the pump was replaced, the physician had a lot more tubing which allowed him to better place the pump. It was explained that the pump was initially placed in the dependent part of the scrotum. The pump then migrated up into the upper part of the scrotum at the penoscrotal junction. There was no extremal trauma that may have contributed to the migration, but the device did look a little oversized. The patient outcome was good following this surgery.

Event description:
It was reported that an inflatable penile prosthesis (ipp) pump was replaced due to inflation and deflation issues caused by the pump migrating in the scrotum. It was explained that the pump migrated up into the upper part of the scrotum at the penoscrotal junction. There was no external trauma that may have contributed to the migration, but the physician stated the device looked a little oversized. When the pump was replaced, the physician had a lot more tubing which allowed him to better place the pump. The patient outcome was good following this surgery.

Manufacturer narrative:
Device code updated with deflation issue. Evaluation result codes updated to include no device problem found. Upon receipt at our post market quality assurance laboratory, the ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. The pump was functionally tested and did not pass the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Product analysis concluded these activation issues could affect the functionality of the pump in resulting inflation and deflation issues, but unable to confirm the migration and oversize issue.

Event description:
It was reported that an inflatable penile prosthesis (ipp) pump was replaced due to inflation and deflation issues caused by the pump migrating in the scrotum. When the pump was replaced, the physician had a lot more tubing which allowed him to better place the pump. It was explained that the pump was initially placed in the dependent part of the scrotum. The pump then migrated up into the upper part of the scrotum at the penoscrotal junction. There was no extremal trauma that may have contributed to the migration, but the device did look a little oversized. The patient outcome was good following this surgery.

Manufacturer narrative:
Device code updated with deflation issue. Upon receipt at our post market quality assurance laboratory, the ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. The pump was functionally tested and did not pass the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Product analysis concluded these activation issues could affect the functionality of the pump in resulting inflation and deflation issues, but unable to confirm the migration and oversize issue.